Manufacturer narrative:
Olympus representative spent some time troubleshooting the device with the customer. However, ultimately determined that there was an internal circuitry/communication issue that will need further in-person investigation. Customer is intending to send the device in for repairs. The device return is anticipated, but has yet to arrive at the olympus facility.

Event description:
As reported, the leds on the evis exera iii xenon light source panel were blinking. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Device has been returned and an evaluation done for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, d9, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. As reported issue for the device is that the led lights on the front panel will flash when the device is turned on with scope already inserted. Upon inspection and testing, the user complaint was confirmed. The lights of the front panel flash due to faulty scope socket switch which does not detect scope removal. In addition, there is corrosion in the air tubing and pump, deep scratch on top cover has exposed metal, olympus lamp with 100 plus hours life has light output below specifications. More than six years have passed since the device was delivered, and it is presumed it is likely the slider switch of the endoscope socket was worn away due to repeated use for a long period and the scope detection could not be done, and then all the led lights on the front panel flashed.